Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user missed a meal announcement after eating breakfast and subsequently experienced hyperglycemia, with blood glucose exceeding 300 mg/dl for about one hour; the user was advised not to enter a late meal and to allow the ilet to correct. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer counseling on appropriate use of meal announcements and monitoring while the system corrected the high glucose. Investigation of this case revealed user error related to a missed meal announcement, with no device alarms or malfunctions reported and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.